Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor (gold). Unable to confirmed error alarm due to erased history file. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.